Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during an intervention it was noticed that a part of a screw from the applier was missing. The missing piece was not found. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR of lot shows, that the right material and components were used and that the instrument meets all specifications. All working steps are documented. As preventive action, a stronger rivet at the jaw has been used since feb 2015 to prevent breakages. Complaint instrument 544965t, lot p1400821 was received in (B)(4) on the 21st of december 2015 and forwarded to the supplier for further investigation. The rivet of the jaw is broken. Supplier reported on the 14th of january 2016 that they received instrument 544965t, lot p1400821 for investigation. The rivet of the jaw is broken and the pull rod deformed. The instrument was repaired before in sept 2014. The shaft, insert and nut were exchanged. It was originally delivered to (B)(6) in (B)(6) 2011 with lot 21045989. Root cause is overstressing of the instrument during use. However; the instrument can be repaired.

Event description:
Alleged event: during an intervention it was noticed that a part of a screw from the applier was missing. The missing piece was not found. The patient's condition was reported as fine.